Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer stated that the cd22 hemoglobin (hgb) control values, run on the cell-dyn 3200 analyzer, changes depending on the room temperature during the morning and afternoon. There is no impact to patient management reported.